Event description:
It was reported that this right ventricular (rv) lead underwent a revision procedure as more slack was required in the rv lead in order to guarantee movement. No additional adverse patient effects were reported.